Manufacturer narrative:
Product event summary: the 217f3 catheter with lot number 30252 was returned and analyzed. No anomalies were identified during external visual inspection of the ECG ring, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was never used. (No application performed). Without reprogramming the catheter, it was connected to the test console for system performance testing. During system performance testing with the test console, the console terminated the application and generated system notice 50005 (the safety system detected fluid in the catheter and stopped the injection). During electrical testing on the ECG electrodes, an open circuit condition was observed between pin#7 and electrode 1. During pressure testing and inspection of the shaft segment, a leak at the shaft attachment to tip. During inspection of the ECG ring assembly, a wire was observed broken at the ECG ring # 1. In conclusion, the reported issue (noise) was plausible with the observed malfunction. The catheter failed return inspection due to a broken/detached/loose wire(s) at the ECG ring and a leak at the shaft to the tip electrode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure using the electrophysiology (ep) catheter, a disturbed electrical signal was observed in the electrophysiology system from the distal part of the catheter. The ep catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.